Event description:
The customer received questionable results for glucose (glu) on one patient sample. All results are in mg/dl. The sample was collected on (B)(6) 2013 and was initially run on (B)(6) 2013, and the original result was 186, accompanied by a data flag. This result was reported outside of the laboratory. The physician questioned the result and on (B)(6) 2013, the sample was repeated on the same analyzer. The first repeat result was 96 and the second repeat result was 98. The customer deemed the repeat result to be the correct result. The customer did not know if the patient had been treated based on the erroneous result, and could not provide further information. The lot of glu reagent in use was 66711301, with an expiration date of 10/31/2013. The field service representative (fsr) found serum separation gel was coated on probe c. He removed both probe b and c and cleaned them. He performed system diagnostics checks, which passed. He visually inspected the system and noted no other issues. He also performed precision checks, which passed. The fsr also reviewed the customer's calibration and qc records and found no recent issues with calibration or qc.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.